Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's spouse reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 179 mg/dl at the time of incident. The customer's spouse stated that the drive support cap was sticking out. The customer was advised to disconnect from the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a loose/protruded drive support disk, minor scratches on the display window and a cracked reservoir tube lip. The pump was unable to prime during the prime test due to a loose/protruded drive support disk. No compromised force sensor system alarm was noted. The pump alarmed motor error during the basic occlusion test due to a loose/protruded drive support disk. The pump passed the idle current, run current, self test, off no power, unexpected restart, displacement and rewind tests. Unable to perform the occlusion or excessive no delivery test due to the prime anomaly.